Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doi: (B)(6) 2008: patient received a right total revision of an unknown primary tha to treat a periprosthetic femoral fracture, dislocation, and pain secondary to a fall. The patient received pinnacle/solution mom tha with two acetabular dome screws and three synthes cables to secure the femoral fracture. The procedure was completed without complications. Dor: (B)(6) 2010: patient received a right hip revision to treat recurrent dislocations. Upon entering the joint, the surgeon identified significant lateral and posterior acetabular wall deficiencies. The cup was well-fixed and stable and retained. The surgeon notes the cup was in 45 degrees of abduction and perhaps 10 degrees anteversion. The dome screws were removed and replaced with longer competitor screws to accommodate the new liner. The depuy metal liner was replaced with a competitor constrained liner that was cemented into place with competitor cement. The head was replaced with a depuy head with a longer neck. The stem was in 10 degrees anteversion, well-fixed, stable, and retained. The procedure was completed without complications. Doi: (B)(6) 2008. Dor: (B)(6) 2010 (head and liner) right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.